Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the acoustic lens peeling/adhesive gap, and missing piece of ultrasound probe was due to handling of the customer and/or the device was damaged due to wear caused by normal use. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the acoustic lens was peeled. Additionally, there was a gap of the adhesive between acoustic lens and ultrasound probe at the distal end. These findings were due to wear and tear damage with increased use/ mishandling over time. Upon further inspection, it was observed that the acoustic lens was damaged on the probe unit due to physical or chemical stress. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was observed that the ceiling-plate and the scope connector cover was deformed. It was also observed that the grip had a scratch. It was observed that the image guide protector was damaged. It was also observed that the adhesive on the bending section cover had wear. Lastly, it was observed that the coating on the connecting tube had peeling. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor returned an asset evis exera ii ultrasound gastrovideoscope to the service center. During a standard inspection and estimation of the returned device, the acoustic lens was peeled. Additionally, there was a gap between acoustic lens and ultrasound probe. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the annual inspection of this device.